Event description:
Report received of an overdelivery during routine preventative maintainence testing. During testing, the pump was programmed to deliver 300ml. The received measured amount was 320ml. Delivery accuracy for this device requires delivery of +/-5% of the set amount. There were no reports of adverse patient events while the pump was in clinical use. Though requested, no additional information was available.